Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ fresenius cassette and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ fresenius cassette malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was hospitalized from (B)(6) 2025 after returning from an 8-day cruise vacation. The cause of the infection was unknown as IV was administered to the patient upon arrival to the emergency room (ER) and no culture was taken. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient went to the emergency room (ER) for symptoms of abdominal pain and cloudy pd effluent upon returning from vacation. In the ER, the patient received antibiotics (details are unknown) and then was admitted into the hospital. Subsequently, the patient had a pd culture obtained in the hospital which resulted in no organism growth. However, the patient was treated with unspecified antibiotic therapy for peritonitis. On (B)(6) 2025, the patient was discharged from the hospital. The nurse stated the patient is recovering from the event and continues pd treatment with the same cycler. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was hospitalized from on (B)(6) 2025 - (B)(6) 2025 after returning from an 8-day cruise vacation. The cause of the infection was unknown as IV was administered to the patient upon arrival to the emergency room (ER) and no culture was taken. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025, the patient went to the emergency room (ER) for symptoms of abdominal pain and cloudy pd effluent upon returning from vacation. In the ER, the patient received antibiotics (details are unknown) and then was admitted into the hospital. Subsequently, the patient had a pd culture obtained in the hospital which resulted in no organism growth. However, the patient was treated with unspecified antibiotic therapy for peritonitis. On (B)(6) 2025, the patient was discharged from the hospital. The nurse stated the patient is recovering from the event and continues pd treatment with the same cycler. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.